Manufacturer narrative:
The device was returned to olympus for inspection and the customer's reported allegation was not confirmed. However, the following reportable malfunction was identified during the device evaluation: noise in the image. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the noise in the image is due to a break in the connector/plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited an incompatible scope 315 error. The issue was found during reprocessing. There was no patient involvement.